Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I result generated by the alinity I processing module for a patient. The sample was repeated yielding a normal result. The following data was provided: customer¿s reference range: 0 to 26 ng/l. Sid (B)(6): on (B)(6) 2025 at 5:10 am result = 31.1 ng/l. (First sample) on (B)(6) 2025 at 6:13 am result = 8.2 ng/l .(second sample) on (B)(6) 2025 at 6:47 am repeat result 7.7 ng/l (first sample) no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the 100ul buffer pump (rohs), valve manifold dispense 2 way, and the valve bypass dispense manifold. Part replacement resolved the issue which was verified with a control run. An instrument service history review for (B)(4) verified no subsequent issues have been reported related to false elevated alinity stat high sensitivity troponin-I patient results after service intervention. A review of tracking and trending of the alinity I did not identify an increase in complaint activity associated with the complaint issue. A review of tracking and trending did not identify an increase in complaint activity for the 100ul buffer pump (rohs), valve manifold dispense 2 way, or the valve bypass dispense manifold. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6), the 100ul buffer pump (rohs), the valve manifold dispense 2 way, or the valve bypass dispense manifold were identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I result generated by the alinity I processing module for a patient. The sample was repeated yielding a normal result. The following data was provided: customer¿s reference range: 0 to 26 ng/l. Sid (B)(6): (B)(6) 2025 at 5:10 am result = 31.1 ng/l (first sample), (B)(6) 2025 at 6:13 am result = 8.2 ng/l (second sample), (B)(6) 2025 at 6:47 am repeat result 7.7 ng/l (first sample). No impact to patient management was reported.